Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 25 charging cycles was documented. The inspection of the device memory content revealed that the eos status was activated during an automatic capacitor reformation on (B)(6), 2014, which is after the reported date of explantation. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The analysis did not show any indication of a device malfunction. The root cause for the reported inconsistent display of the remaining device service time could not be determined. The amount of charge taken from the battery was verified. The battery depletion was anticipated.

Event description:
Longevity reported for this device was 19% via home monitoring. During the in office follow-up, the device reported 23 days until eos. It was determined that, prior to follow-up, the device date was in error and represented a date in 2003. The date/time was corrected at the clinic follow-up. An eri alert was then reported via home monitoring showing 26 days remaining. (B)(6) 2014 - this device was explanted today.